Manufacturer narrative:
Investigation summary: a complaint of spike breaking inside antibiotic bag was received from the customer. One sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The spike was broken off the drip chamber. A device history record review for model 2420-0007 lot number 21095498 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The nature of this breakage indicates a ductile fracture (vs. A brittle fracture) that is typically caused by an external impulse or impact force. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set spike broke when entering the pump tubing into an antibiotic bag. The following information was provided by the initial reporter: "I have a spike that broke while a nurse was trying to insert the alaris pump tubing into an antibiotic bag."